Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The axes controller platform (acp) board was analyzed, and the reported error 32101 was successfully replicated and confirmed. During analysis in system logs, the 32101 error was identified, indicating a high-side switch failure. A thorough visual inspection was conducted, revealing no apparent physical issues related to the reported event. To further investigate, the acp board was installed and tested on an in-house system, where error 32101 was consistently triggered at startup, effectively reproducing the failure. To troubleshoot, an aba test was performed by replacing the suspect acp board with a known gold standard unit. The system was subjected to 12 power cycles, with no errors observed. Additionally, the system was left idling in normal mode for one hour, during which no errors were triggered, confirming that the replaced acp board was related to the failure. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a power issue of the high side switch from the acp board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate and was able to reproduce the reported complaint. The error was pointing to the axes controller platform (acp) board. The fse replaced the acp board, and the system was tested and verified for use. The acp involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported error 32101 occurred. The tse recommended the caller to reboot the system. The caller stated it did not resolve the issue. The site also contacted the isi field service engineer (fse) and told the fse the error code. The fse guided caller to disable drive. The caller did not know how to deploy the patient side cart (psc) manually. The fse was dispatched to site to further investigate. There was no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon was partial cystectomy and the date and time of the procedure was 10:00 am on (B)(6) 2024 the procedure was converted to traditional laparoscopic surgery. The reporter did not know if the port incisions were increased, or if additional ports were placed due to the conversion to traditional laparoscopic surgery. The surgeon did disable an arm due to the issue.